Event description:
Prior to a dialysis treatment and during set up of the blood tubing set, the venous line from the dialyzer to the cartridge came out of the cartridge. There was no pt injury or medical intervention.